Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has similar products distributed in the us, list numbers (B)(4).

Event description:
The customer stated that repeat reactive architect hbsag qualitative ii results were generated for a serum sample from a patient on (B)(6) 2016. The reactive results were confirmed using the architect hbsag confirmatory assay. Since anti-hbs was also reactive, hbsag testing was repeated on (B)(6) 2016 for the same patient and discrepant nonreactive results were observed. The hbsag results are suspected to be falsely reactive. No adverse impact to patient management was reported.

Manufacturer narrative:
Historical complaint searches determined that there is no unusual activity for the customer issue. No non statistical or adverse trend for the issue was identified. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Testing of panels which mimic patient samples using in-house retained kits was performed. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling concluded that the issue is sufficiently addressed. No product malfunction or deficiency was identified.